Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultralink meter had read inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy first occurred at an unspecified time on (B)(6) 2017. At this time, the patient obtained blood glucose results of ¿70 and 140mg/dl¿ with the subject meter within 20 minutes of one another. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs¿ criteria for precision. The patient manages their diabetes with insulin pump therapy and did not state whether or not they had made any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient informed the cca that an unspecified period of time before the alleged product issue occurred they had developed symptoms of ¿dizzy and weakness¿; symptoms which the patient was able to self-treat by consuming food and/or drink at an unspecified time on (B)(6) 2017. At the time of troubleshooting, the cca noted that the unit of measure was set correctly on the subject meter and an approved sample site was being used to obtain the blood glucose results. The patient did not have control solution available to walk through a control solution test with the cca. The patient¿s products were replaced. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury adverse event. The patient did not develop signs/symptoms suggestive of a serious injury, nor did they receive medical intervention for an acute blood glucose excursion. However, this complaint is being reported as a malfunction because the calculated difference between the reported results falls outside lfs¿ precision criteria and the alleged inaccuracy was not resolved during troubleshooting.